Manufacturer narrative:
The vessel sealer instrument was returned for evaluation. Failure analysis did not confirm the customer reported complaint. The instrument passed electrical continuity testing. The vessel sealer was plugged into the instrument control box (icb) with no issues noted. The icb indicator light was blue indicating that power was being delivered and the unit was properly connected. The vessel sealer instrument successfully passed self-check testing. The instrument was installed on an in-house is4000 system and passed energy activation testing and there were no error codes or error messages generated. A wet paper towel held between the instrument's grips showed that the smoke was generated when the seal pedal was pressed. Steam generation from the towel indicated active energy and a complete circuit. The instrument was found to be ready for use. There was no loss of power and no intermittent energy was observed. Grip force testing found that the instrument's grip force measurements were within specifications. The instrument also passed electrode gap inspection and functional testing. Review of the site's system logs showed that the site pressed the energy activation pedal consecutively on several attempts before switching to another vessel sealer instrument. The instrument's seal times were short and long in duration. Based on the information provided, this complaint is being reported due to the following conclusion: during use of the vessel sealer instrument, the patient's tissue was not adequately sealed, causing the patient to ooze blood. While there was no patient harm, adverse outcome or injury reported, recurrence of the reported failure mode could likely cause or contribute to an adverse event. It is unknown what caused the sealing issue experienced by the site.

Event description:
It was reported that during a da vinci assisted hemicolectomy procedure, the surgeon observed that the cautery energy coming from the vessel sealer instrument was not working well. A replacement vessel sealer instrument was installed and it was found to work better. There was no report that any fragments, from the instrument, fell into the patient during the surgical procedure and there was no patient harm, adverse outcome or injury. On april 14th/28th, 2016, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) who initially reported this complaint. According to the isi csr, he was present during the surgical procedure. The surgeon was using the vessel sealer instrument to seal mesentery, omentum/fatty tissue and small blood vessels. The surgeon observed that smoke was coming from the vessel sealer instrument and after cutting the patient's tissue, oozing blood was observed and the thermal effect to the patient's tissue did not appear to be very pronounced. The audible tones during the sealing cycle occurred and the sealing cycle time was less than 30 seconds. The audible tones denoting the end of the sealing cycle were also heard. The csr and the surgical staff inspected the erbe generator cable connections and the cables were found to be properly connected. There were no error messages or error codes generated during the sealing cycle. There was no tissue bunching observed and the surgeon's tissue purchases were not too small or too large. There was no video recording available of the planned surgical procedure. On may 5, 2016, the isi csr reported that the surgeon used an already installed fenestrated bipolar forceps instrument to resolve the oozing blood experienced by the patient. The replacement vessel sealer instrument functioned with no issues noted. According to the csr, the site has continued to use the same erbe generator with other vessel sealer instruments and there has been no report to him of any sealing issues with the vessel sealer instrument or erbe generator at the site.